Event description:
N/a.

Manufacturer narrative:
The failure analysis was not possible because the unit involved in the reported event will not be returned for evaluation. The reported condition described as ¿cfs leak¿ could not be confirmed. The customer did not provide information about the lot number of the product related to this event; therefore, no documentation review was possible. The root cause was therefore undetermined.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the id3301i duragen 3 x 3 1 pack ce was used for a pituitary tumor removal and the patient had a cerebrospinal fluid (csf) leakage occur if force was used for constipation. It was reported that the patient had fever. The patient was undergoing follow- up and was scheduled for re-operation for the cerebrospinal fluid leakage on (B)(6) 2019. The patient was being monitored. Additional information has been requested.